Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 6 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: contaminated tubes.

Event description:
It was reported that while using 6 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " contaminated tubes."

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1071789 was satisfactory per internal procedure. Formulation and filling processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and two other complaints has been taken on this batch for contamination. Retention samples from batch 1071789 (100 tubes) were available for inspection. No contamination/turbid media was observed in 100/100 retention samples. For investigation of contamination, ten uninoculated retention tubes from batch 1071789 were placed into incubation. Five tubes were placed into a 20 to 25 degrees c incubator and five tubes were placed in a 33 to 37 degree c incubator for seven days. At seven days incubation, there were no traces of microbial growth in the 10/10 incubated retention tubes. Three photos were received to assist with the investigation: the first photo shows three tubes. All three tubes have varying fill volume levels. No evidence of contamination can be seen in the photos. No product information is presented in the photo. The second photo shows four tubes the caps cannot be seen. All four tubes have varying fill volume levels. No product information is presented in the photo. No evidence of contamination can be observed in the photo. The third photo shows one tube. The tube has very little media in it. The tube has no evidence of contamination. No product information can be seen in the photo. The caps cannot be observed from the photo. Without product verification a photo alone cannot confirm a complaint. A photo must show clear indication of the product, product defect, and product information such as batch/lot number must be visible. No returns were received for investigation. The complaint cannot be confirmed for contamination based on the evidence provided by the photos. Bd will continue to trend complaints for contamination. Notes: risk management review indicates the potential risk of the defect reported was assessed as severity [s1], per [baltrmlmbactecmgitaph], rev [03 ], ID [6.3]. H3 other text : see h.10.